Manufacturer narrative:
(B)(4). The microsensor were returned for evaluation. A review of quality records was performed and the sensor met all manufacturing and quality testing/inspection specifications. Evaluation of the returned sensor found no visible damage to the sensor or catheter material. There was foreign material found inside the connector. The device passed electronic noise, linearity/hysteresis, and signal drift test. The device functioned as intended. The issue reported by the customer was not able to be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional device information was received. Upon completion of the investigation, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
When the surgeon tried to implant the sensor in the patient, no readings were displayed on the icp express. The sensor was replaced by a new one and the case was completed without further issues. The surgeon commented that the sensor had been soaked in the blood during surgery, which might have caused the event. No delay in surgery or harm to the patient was reported.